Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding an orif of a distal radius fracture. During insertion of this screw, the surgeon found a metallic piece (also described as metal shavings) coiling around the screw. The surgeon suspended the insertion of this screw. No further information provided.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation of the complained locking screw shows that on the threaded shaft of the screw we found remaining metal shavings. Conclusion: the thread was milled not according to our production specifications. This is a production fault which appeared during milling. This manufacturing failure unfortunately was missed at the final inspection. This is the first reported case concerning the article and lot number in question; we consider this complaint to be an isolated event. We have controlled the parts on stock so we can be sure that no wrong article will be send to our customers. The manufacturing plant has issued a risk analysis to prevent our customers and us in the future against such failures. All employees at this division of manufacturing got informed about this problem and they got an instruction how to preserve this case of failure in the future.